Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 344 (mg/dl). A pump bolus was delivered to address bg levels. During troubleshooting with tandem technical support, air bubbles were noted to be in the patient tubing line. Contact also reports that the customer's basal settings may be set too low. When attempting to prime air out of tubing, contact inadvertently started the sequence to load a new cartridge and received a minimum fill notification. It was recommended that the contact load a new cartridge; however, contact declined and indicated that customer would revert to manual injections and change out supplies the following day.